Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient was seen in clinic on (B)(6) 2018. The device was determined to have tripped due to unplugging of the home transmitter. Programming changes were made and the device was returned to nominal settings.